Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported, ¿stopped reading" troubleshooting steps taken: ¿switched sensor" action that solved issue: ¿switched cable". No patient impact or consequences reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.